Event description:
It was reported that the spike of nine (9) plexitron solution administration sets "came off" from the unspecified solution bag which resulted in a leak. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Seven (7) devices were received for evaluation. Visual inspection was performed which observed that the spike was detached from the chamber in all samples. The reported condition was verified. The cause of the condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.